Event description:
A customer contacted beckman coulter (bec) reporting a leak of clear diluent under the coulter lh 500 hematology instrument. The volume of the leak was reported as 2 ml. The customer also reported that the latron scatter results were out of range at the time of the leak. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, protective eyewear, and a laboratory coat at the time of occurrence. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No discrepant patient results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found that the tubing at the quick disconnect 6 (qd6) was leaking. The fse replaced the tubing at qd6, which resolved the issue. Per the operator's guide / IFU: warnings and precautions: beckman coulter urges it's customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).